Event description:
Event description cpi received information that a pacemaker dependent patient with this implantable pulse generator (ipg) system was exhibiting intermittent loss of capture. Information received stated that lead impedances and thresholds were 'ok'. An invasive procedure was performed to explant the ipg.